Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation of the stored electrogram, the implantable cardioverter defibrillator exhibited post paced t-wave oversensing on the ventricular lead. The patient did not receive any therapy during oversensing. Programming changes were made to resolve the issue. No patient symptoms were reported.